Manufacturer narrative:
The device was received with no button response due to corroded keypad traces. There was no button error alarm. There was no scrolling numbers anomaly noted. The device was received with minor scratched display window. The device was received with cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button errors with their insulin pump. The customer states that they tried to self-troubleshoot by removing the battery and replacing it. The customer states that after replacing the batter, the button error alarm showed up. The patients' blood glucose was 94 mg/dl. The customer was advised to discontinue use of the pump and that it would need to be replaced. The device is being returned and analyzed.